Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (part number 10128-205) was used in an upper endoscopy for familial adenomatous polyposis (fap). The setting for the erbe apc/esu system were apc, effect 3 at 45 watts. The physician was treating tubulovillous adenomas. He reported that the energy and spark were more than usual. Subsequently, a perforation occurred and surgery was then performed to address the issue.

Manufacturer narrative:
The apc/esu system is to be returned for an evaluation. Upon performing a thorough inspection and testing, a follow up report will be submitted.